Event description:
The md states this is the second time during a follow-up visit in the office that the wound evacuator has lost the green piece. The surgeon brought the device to the hospital to show which piece. This device has been mailed to the company.